Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to the issue. Customer¿s blood glucose (bg) level was 400 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.